Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close the foot was not confirmed as the deployment and retraction were verified via manually opening and closing the lever with no resistance noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. The suture of the first prostyle device was successfully pre-placed without issue. Reportedly, the physician was unable to remove the second prostyle device since he was unable to close the foot. After moving the plunger [lever] up and down several times and twisting the device slowly, he succeeded in removing the device manually. The suture of the second prostyle device was also successfully pre-placed. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.